Manufacturer narrative:
Lot # undetermined. The device is an instrument and not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint. A review of service and repair history and additional evaluation/power tool evaluation have been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(4) 2014 that the facility central sterile manager advised the battery oscillator (part 530.610, lot 3122) makes a loud noise when in use. No report of patient or procedure harm noted. No additional information was provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the customer's complaint that the (3122) battery oscillator makes loud noise was confirmed. The device was evaluated and the complaint was substantiated. The oscillating head is most likely damaged from normal use over time.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.